Manufacturer narrative:
Cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there was a fiber found on the posterior side of the lens. The lens was removed during a secondary procedure. Additional information was requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifies this was a loading issue. There is no report of secondary intervention or patient contact. The event is a loading issue.

Event description:
Additional information received clarifies this was a loading issue. There is no report of secondary intervention or patient contact. The event is a loading issue.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or device malfunction. The manufacturer internal reference number is: (B)(4).